Event description:
It was reported a possible over infusion event. The infusion of fat emulsion-olive-soy-lipid ran from 09:57 pm on (B)(6) 2021 until 03:40 am (B)(6) 2021. It was noted that the infusion rate was changed during infusion. Upon hitting start, "the pump setting automatically goes to 100ml/hr and volume to be infused 250ml hr". After logs were pulled, the technician performed a complete "insp/pm/cal", no faults were found both units passed without error. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.